Manufacturer narrative:
An event of shortness of breath and severe prosthetic regurgitation approximately 5 years post-procedure was reported. A more comprehensive assessment, including histopathological examination of the tissue valve could not be performed as the device remains implanted and was not returned for analysis. The device serial number was not provided, and therefore the device history record could not be reviewed. Based on the available information, the reported shortness of breath appears to be a cascading effect of the reported severe regurgitation. However, the exact cause of the reported regurgitation could not be conclusively determined. The reported hospitalization and surgical intervention were results of case-specific circumstances, as the patient was admitted and underwent a valve-in-valve procedure. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, an unknown size epic mitral valve was implanted in the patient. Five years after the implant, the patient presented with shortness of breath and showed severe prosthetic regurgitation. A valve in valve procedure was performed a non-abbott valve.